Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 06june2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
The customer reported pressure accuracy failure. The unit was in clinical use at the time the reported issue was discovered; however, there was no harm to the patient or the user.

Manufacturer narrative:
Date rec'd from MFR: 09oct2019. The manufacturer¿s international service technician evaluated the ventilator and found the "low tidal volume" diagnostic code in the logs. The service technician replaced the gds (gas delivery system) and the problem was resolved. The ventilator successfully passed performance specification testing after the repair was completed. There was no patient involvement. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported pressure accuracy failure. There was no patient involvement.